Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case, all instruments in use were intermittently tracking. The clinical specialist (cs) reported that the reference frame stayed in view and was seen at all times. The case used optical tracking, the spheres had all been seated properly and replaced, and this happened with all instruments in use. Troubleshooting was performed, and the ndi toolbox showed all "ok" statuses, and the cables connected to the camera and the camera cart were reseated. The issue was unable to be replicated, and it was confirmed that all instruments were tracking successfully. The length of the surgical delay was pending. The patient impact or outcome was pending.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, ubd: unknown, UDI: unknown h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, and a self-test. All evaluations passed. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.